Manufacturer narrative:
Evaluation results: failure to follow instruction (instructions for use (IFU) recommends pre-dilation of the lesion prior to advancement of the stent delivery device). Inherent risk of procedure (stent deformation). Patient's condition affected effectiveness of device (moderately calcified with 90% stenosis and vessel is excessively tortuous). Deformation problem. Evaluation conclusion: failure to follow instructions (instructions for use (IFU) recommends pre-dilation of the lesion prior to advancement of the stent delivery device). Device failure related to patient condition (moderately calcified with 90% stenosis and vessel is excessively tortuous). Known inherent risk of a procedure (stent deformation). (B)(4).

Event description:
The patient was diagnosed with tvd. Physician attempted to use resolute integrity 2.5mm diameter x 14mm length drug eluting stent for direct stenting at the lesion in the lcx - om1 which had an acute bending from lm to lcx, over 100 degrees. The lesion was moderately calcified with 90% stenosis and vessel is excessively tortuous. There was great resistance to deliver the stent to om1. Physician used buddy wire technique (bmw and runthrough) with no success. Physician then withdrew the stent delivery system and found the proximal end of the stent flared. There was no injury to patient. Device analysis: the distal tip was flared. The hypotube was kinked 46.0cm, 67.5cm and 90.0cm distal to the strain relief. A number of struts on the 1st proximal segment were raised and deformed. The 8th and 9th proximal segments were deformed. The remaining segments were intact.